Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed with the use of a watchman trusteer access system (was). The physician positioned the was in the laa of the patient and then prepared the watchman flx pro laa closure device and delivery system (wds). Prior to the wds being inserted into the was, an air embolism was introduced to the patient and they began experiencing st segment elevations. The physician began aspirating blood through the was with a syringe and the patient was given epinephrine. The air was resolved and the patients vitals returned to normal. The procedure was ended as the physician felt it was too high of a risk to proceed. There were no other patient complications that were reported to have occurred.